Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly experienced atrial fibrillation. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for reported atrial fibrillation as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2019) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical record alleges that a right internal jugular mediport placement for the treating of lung cancer. The placement procedure carried with sonosite ultrasound guidance to access the right internal jugular vein in which the needle goes directly into the vein without difficulty passing the guideway into the right atrium with the help of fluoroscopic guidance. Small make insertion was made slightly larger to accommodate the port and catheter and once that was accomplished a counter insertion was made below the right clavicle catheter was attached to the port and swan into the right clavicle packet. The catheter was tunneled from the inferior insertion to the neck insertion and with the split sheet dilator catheter was placed in the superior vena cava with the help of fluoroscopic guidance. Then the catheter was flushed without difficulty and the skin was reapproximated. Approximately two years and six months later the patient presented to the hospital with the complaints of palpitations and shortness of breath. It's richest was performed it shows venous access port tube invisible through the right internal jugular vein approach with its tip atriocaval junction. The patient was treated with the diltiazem drip and continued on lovenox. On the next day the patient underwent transthoracic echocardiography for cardiac arrhythmia which show normal study. Two days later patient underwent transesophageal echocardiogram study for cardiac arrhythmic which showed no evidence of thrombus in the atrial cavity. Patient underwent cardioversion and it was successful and the patient was diagnosed with paroxysmal atrial fibrillation with rapid ventricular response and discharged. Therefore, the investigation is inconclusive as no objective evidence for the reported deficiency with the port in the submitted medical record review. Additionally, it can be confirmed that the patient experienced atrial fibrillation. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three years, eight months, and ten days post a port placement via the right internal jugular vein, the patient allegedly experienced atrial fibrillation. Reportedly, the patient underwent cardioversion procedure for atrial fibrillation. The procedure was successful. The current status of the patient is unknown.